Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the ins is in her right buttock and the wire is in her left buttock because the doctor was supposed to take it out of the left all together and put it in the right, but the hcp didn't want to re-wire. The patient the patient said she can feel it there and the doctor didn't want to have to re-do the surgery. The patient said she has a pinched nerve in her left buttock and she asked the hcp to move the implant and wire to her right because she didn't want any pressure on it. The patient went back a year later and the hcp didn't move any wires and only moved the ins. No further complications were reported.